Manufacturer narrative:
Correction- b5.

Event description:
It was reported that the pump unexpectedly shutdown and was no longer response. Customer's blood glucose (bg) level was 243-244 mg/dl. Reportedly, the customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
Correction to follow up #1: remove h10 statement. H6: remove codes: 23 and 120. Added codes 331 and 61. Correction to follow up #1: remove h10 statement. H6: remove codes: 23 and 120. Added codes 331 and 61.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was xx mg/dl.